Event description:
The recipient is reportedly experiencing loss of sound followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not reimplanted. During surgery it was found that the electrode array was completely ossified in the new bone growth inside the cochlea and removal of the electrode array was not possible.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock and electrode conditions prevented some of the electrical tests from being performed. The device passed one of the electrical test performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is determined that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A CAPA was implemented. This is the final report.